Event description:
A customer contacted beckman coulter inc. (Bec) stating that the low pressure regulator located in the hydro area of the unicel dxc 800 pro synchron chemistry analyzer was leaking "water" onto the floor. Customer shut off the outside water system. Customer indicated that no one slipped/fell or was injured as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the wash solution canister over filled and flowing out of the 10 psi regulator. The fse verified valve and float switch operation; all operated without errors. The fse drained the canister and allowed the system to refill. The instrument was primed and sample runs were observed without faults. The fse was unable to reproduce the issue; no repairs were performed on the instrument. (B)(4).